Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure dislocated (near to perfurate her internal organs)'), device breakage ('essure fragmentation') and uterine inflammation ('uterine inflammation') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concomitant products included fluoxetine (fluoxetina) for depression as well as clonazepam (rivotril). In 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower ("lower abdomen pain"), dyspareunia ("pain during sexual intercourse") and vaginal discharge ("intense vaginal secretion with odour"). In 2017, the patient experienced uterine inflammation (seriousness criterion medically significant), migraine with aura ("cephalea with aura"), menorrhagia ("increased of menstrual flow, with clots and menstruation prolonged"), polymenorrhoea ("increased of menstrual frequency"), dysmenorrhoea ("pain during menses"), coital bleeding ("bleeding after sexual intercourse"), diarrhoea ("sporadic and intermittent diarrhea"), depression ("depression"), anxiety ("anguish and axiety"), pain in extremity ("leg pain"), peripheral swelling ("leg swelling"), hypoaesthesia ("numbness nos"), tremor ("tremors"), back pain ("lumbar pain"), pelvic pain ("pelvic pain"), uterine pain ("sensation of uterine perforation"), pain nos ("pain like twinge"), fatigue ("fatigue"), loss of libido ("loss of libido"), arthralgia ("joint pain"), mood altered ("mood change"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("liquid in abdomen") and general body pain ("generalized pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, device breakage, uterine inflammation, dyspareunia, vaginal discharge, migraine with aura, menorrhagia, polymenorrhoea, dysmenorrhoea, coital bleeding, diarrhoea, depression, anxiety, pain in extremity, peripheral swelling, hypoaesthesia, tremor, back pain, pelvic pain, uterine pain, pain nos, fatigue, loss of libido, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection and general body pain had not resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, hypoaesthesia, intra-abdominal fluid collection, loss of libido, menorrhagia, migraine with aura, mood altered, pain in extremity, pain nos, pelvic pain, peripheral swelling, polymenorrhoea, tremor, uterine inflammation, uterine pain, vaginal discharge and general body pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure dislocated, in the eminence of to perforate the internal organs; device fragmented.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure dislocated (near to perfurate her internal organs)') and device breakage ('essure fragmentation') in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concomitant products included fluoxetine (fluoxetina) for depression as well as clonazepam (rivotril). In 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower ("lower abdomen pain"), dyspareunia ("pain during sexual intercourse") and vaginal discharge ("intense vaginal secretion with odour"). In 2017, the patient experienced migraine with aura ("cephalea with aura"), menorrhagia ("increased of menstrual flow, with clots and menstruation prolonged"), polymenorrhoea ("increased of menstrual frequency"), dysmenorrhoea ("pain during menses"), coital bleeding ("bleeding after sexual intercourse"), diarrhoea ("sporadic and intermittent diarrhea"), depression ("depression"), anxiety ("anguish and axiety"), pain in extremity ("leg pain"), peripheral swelling ("leg swelling"), hypoaesthesia ("numbness nos"), tremor ("tremors"), back pain ("lumbar pain"), pelvic pain ("pelvic pain"), uterine pain ("sensation of uterine perforation"), pain nos ("pain like twinge"), fatigue ("fatigue"), loss of libido ("loss of libido"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), mood altered ("mood change"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("liquid in abdomen") and general body pain ("generalized pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, device breakage, dyspareunia, vaginal discharge, migraine with aura, menorrhagia, polymenorrhoea, dysmenorrhoea, coital bleeding, diarrhoea, depression, anxiety, pain in extremity, peripheral swelling, hypoaesthesia, tremor, back pain, pelvic pain, uterine pain, pain nos, fatigue, loss of libido, uterine inflammation, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection and general body pain had not resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, hypoaesthesia, intra-abdominal fluid collection, loss of libido, menorrhagia, migraine with aura, mood altered, pain in extremity, pain nos, pelvic pain, peripheral swelling, polymenorrhoea, tremor, uterine inflammation, uterine pain, vaginal discharge and general body pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure dislocated, in the eminence of to perforate the internal organs; device fragmented.. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.